Event description:
It was reported that during a gallblader procedure, ther was a steady tone with hand piece. The instrument worked properly for 20 minutes and suddenly stopped. Another instrument was taken to continue the procedure (scalpel). There was no patient consequence.